Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The complainant indicated the use of an unapproved viscoelastic. This viscoelastic is not approved for use with the indicated cartridges. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. (B)(4).

Event description:
A center director reported that after an intraocular lens (iol) was implanted the patient had hazy vision. The iol was noted to be defective. The lens was exchanged for another iol of one and a half diopters different power. In a follow-up, the surgeon reported that the patient's central vision was distorted and unable to be corrected. The event resolved after the iol was exchanged. An unapproved viscoelastic was used during the implant procedure.